Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from a minicap. This issue was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph was performed with the naked eye. It was observed that the unit's pouch was opened. The pouch seal is perfectly formed in the periphery of pouch. No povidone iodine spillage was found in the package. It was observed that the sponge is completely out from the white cap. Sponge presents normal size and presented brown color (povidone iodine color), which is indicative that sponge was in contact with povidone iodine. No additional test was performed since only picture was provided for evaluation. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.